Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was informed that this issue occurred previously where the unit continues to run, but the timer in the battery run-time test does not hang up at different times. However, upon the stm's evaluation of the unit, he was unable to confirm the reported issue. In addition, the stm indicated that he has never encountered this issue reported by the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by the facility's biomedical engineer on the cs300 intra-aortic balloon pump (iabp), the counter in the battery run time test in the diagnostic mode was not counting the minutes and would not advance past 101 minutes. Since the event occurred during pm, there was no patient involvement and no adverse event was reported.